Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high out of range pacing impedance measurements. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high out of range pacing impedance measurements, suspicions of fracture were raised, however, they have not been confirmed. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.